Event description:
It was reported that the plug caught fire. It was found that one of the power prongs had broken off in the wall. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.